Event description:
A female employee in a medical office was cleaning scopes. When she laid the flexible scope down in the tray, cidex activated dialdehyde solution splashed up under her goggles. She had irrigated the eye for 15 minutes, and was seen by an ophthalmologist who diagnosed her as having chemical conjuctivitis. She was given ointment and drops as medication for the eye.